Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient refused to return the pump to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.